Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the increased lower back and nerve pain was not determined. No actions had been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the event was still ongoing as of (B)(6) 2017.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient experienced increased lower back and nerve pain on (B)(6) 2017. The clinical diagnosis was unsatisfactory analgesia. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure or programming. No action was taken. The outcome was reported as ongoing. No further complications were reported or anticipated.